Event description:
Information received indicates the head section brake is not holding but the foot section is working.

Manufacturer narrative:
The technician found the casters were damaged. He replaced the steer and brake casters to repair the stretcher.